Event description:
(B)(4). I started having a lot of symptoms that I never had before like : cramping, sharp/stabbing pelvic pain, constant spotting, discharge (odor/no odor), hot flashes, excessive bleeding during period 1 pad 45 min, night sweats, loss of sexual desire, hot flashes, spotting after sex, painful periods , painful intercourse , bleeding between periods, long menstrual cycles(10-12days), yeast infections, bacterial vaginosis, urgent/frequent urination, uti (urinary tract infection), bladder infection, itching, burning, stinging, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back, joint, leg, neck, hip, chronic pelvic pain, all over body aches/pain, severe bloating, metallic taste in mouth, heartburn, migraines, dizziness, mood swings, anemia, allergies (nickel), skin irritation/itching, heart palpitations, swelling of legs or feet, hair loss or changes, weight issues (gain) 30lbs, severe bloating, recently had an ultrasound and was told the coil had migrated to my uterus.